Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 387 mg/dl. The customer was wearing the insulin pump during the hospitalization. Mom also stated that the doctor advised her daughter's white blood count was elevated. The insulin pump will not be returned for analysis.